Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer exhibited a system error. It was also indicated that the stylus was out of calibration with the touch screen. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a system error. The programmer was restarted but the issue was not resolved. The programmer was returned for service. There was no patient involvement.